Event description:
Patient is 85 years old with metastatic carcinoid tumor who is receiving lutathera. Patient last treatment date was (B)(6) 2024; treated with 200 millicurie lutetium lu 177 dotate. Last lanreotide acetate injection was (B)(6) 2024; treated with 120 mg of lanreotide acetate. Patient admitted into local ed on (B)(6) 2024 for hematuria, and anemia following admission for a syncopal episode. Hemoglobin dropped to 6.8 on (B)(6) 2024, received 2 units of blood with appropriate response to 9 mg/dl and drop to 8 mg/dl on (B)(6) 2024. Patient was transferred to urology for evaluation of hematuria which was due to foley balloon being dislodged in prostate. Upon admission, vitals taken. Bp(blood pressure): 151/67, pulse: 69, temperature: 98.9(.f, respiratory rate: 18, spo2: 99%. Urinalysis show clear yellow urine with no concerns for acute urologic interventions. Patient denies chills, fever, nausea, pain. ECG performed on (B)(6) 2024, showing normal sinus rhythm and no other abnormalities. Hematuria resolved on (B)(6) 2024 with re-positioning of foley catheter. Labs performed. Cbc show 9.6 g/dl hemoglobin, 100 10*3/ul platelet cmmt, 127 mg/dl glucose, 1.28 mg/dl creatinine, 8.6 mg/dl calcium, otherwise stable. Patient discharged on (B)(6) 2024 in stable condition. Patient will be following up with urologist in two weeks. Patient was advised to resume dual antiplatelet therapy with aspirin and clopidogrel usage for one year. Per treating md, grade 3 hematuria, possibly due to lutetium lu 177 dotatate, unrelated to disease, definitely related to aspirin and clopidogrel usage, and from foley placement. This will be the final report.